Event description:
It was reported that, during an arthroscopic surgery external to patient, the peek eyelet of the microraptor decoupled from the anchor shaft. It is unknown if a backup device was available and how the issue was resolved. No delay was reported and no further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during an arthroscopic surgery external to patient, the peek eyelet of the microraptor decoupled from the anchor shaft. There was a breakage that occurred outside the subject. The procedure was completed with a s+n back up device. No delay was reported and no further complications were reported.

Manufacturer narrative:
Additional information on b4.

Manufacturer narrative:
H10: h6. The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.